Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery the 3 way stopcock located on the pressure line was used as a 4 way stopcock and there was a leak. The product was not changed out, there was less than a ml of blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device; however, it has been determined that this issue is due to incorrect usage of the device. The device is not designed to be operated in manner the user facility used it. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).